Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent for a surgery. During the surgery, the multiloc humeral nail was hitting the nail, the cable lock for cable tensioner did not lock while pistol gripping, and the parallel wire guide didn¿t need feed wire through was bent. There were four minutes surgical delay. The procedure outcome was unknown. There was no patient consequence reported. This complaint involves five (5) devices. This report is for (1) 1.25mm parallel wire guide. This report is 3 of 3 for (B)(4).